Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement in the 125 ohms range. It was also noted the patient heard tones. Technical services (ts) discussed troubleshooting and programming options. The device was reprogrammed for optimization and interrogated with a programmer to resolve tones. The lead has since returned to the 70-90 ohms range. No adverse patient effects were reported. The lead remains in service.